Manufacturer narrative:
This is a final report. The medical event was related to a training issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required.

Event description:
Customer reported that she needs training on how to set up her adc blood glucose meter. The customer's neighbor has been checking her blood glucose using his meter. Customer further reported subsequently experiencing "very sleepy" and dizziness. Customer was seen by the doctor and was admitted to the intensive care unit (ICU). No diagnosis was provided. Customer was treated with unspecified intravenous medication, unspecified "pills", and insulin. Customer self-treated with her daily routine unspecified "pills" and by eating food and drinking coffee. There was no report of death or permanent injury associated with this event.